Event description:
A doctor alleged that a patient experienced darkening of their teeth after using tempbond clear with triclosan to cement temporary veneers.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor. The doctor cleaned the patient's teeth with pumice and hydrogen peroxide and was able to remove the discoloration. The patient's permanent veneers were placed, without incident. The returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.